Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the right foot caster was cracked and the pt head right and left casters were badly worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on the info, no further action is required.